Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified coronary procedure a balloon burst occurred. The 15x3.0mm apex monorail burst in the unspecified calcified vessel at 10 atm. The procedure was completed using another balloon of the same type and another manufacturer's stent. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.